Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's parent reported a trauma.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
The patient's parent reported a trauma. A CT scan is to be carried out in the next 3 months, but no date has been scheduled. Likewise, surgery is probable but no date has been allocated.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The reported impact might have weakened the fixation of the electrode which led to electrode mobility. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
The recipient's parent reported a trauma. Re-implantation took place on (B)(6) 2018.